Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4) - the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a follow up CT revealed an indeterminate proximal type I endoleak or a type ii endoleak. On (B)(6) 2014, the physician chose to reintervene and snorkel the renal arteries and implant an aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.